Event description:
Veptr (vertical expandable prosthetic titanium rib) hook that was implanted in previous surgery broke. The fracture hook was removed in its entirety. A new iliac hook was placed and seated. It was attached to the rod with the new domino, and gentle distraction was used to restore and expand the thoracic cage.====================== health professional's impression======================it is stated this is an unusual site for hardware to fracture. The hook fracture was at the connection point of the domino connector.